Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged asthma. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that the asthma. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on, and the airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found and no secondary findings were observed. The third-party service center concludes that they couldn¿t confirm the customer's allegation and there was no visible foam degradation and the unit has been corrected. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. Product brand name (rfb), model number (rfb), and catalog item identifier (rfb) was updated.